Manufacturer narrative:
An event of catheter entanglement was reported. Visual inspection was solely based upon a review of the two images provided. The distal portion of the catheter shaft appeared to be cut and detached from the proximal catheter shaft and a tissue-like substance appeared to be present on the loop of the catheter. The results of the investigation are inconclusive since the device was not received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of an atrial fibrillation ablation procedure the catheter could not be removed. When attempting to pull the catheter back into the sheath, the tip of the catheter became entangled in the chordae tendineae and a piece of tissue was noted within the loop of the catheter. A cut down was performed to remove the catheter and the patient remained in stable condition. There were no performance issues with any abbott device.